Event description:
It was reported that during a bph procedure the physician noted that the fiber tip had cracked. There is no information as to how the procedure was completed. There were no patient complications reported due to this event.

Manufacturer narrative:
Additional information received that the fiber tip crack was noticed early into the procedure. The fiber was exchanged and the case was completed with a second fiber.